Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator had an error. Additional information has been requested. No patient harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 10jan2019. Information was received that the customer repaired the device and did not provide any additional information about what was done to address the reported issue or the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.